Manufacturer narrative:
H4: information for this field was inadvertently not included on the supplemental medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Additional considerations: a photo was provided of the device, and it was confirmed that only the front end of the cover was cracked. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: ·by pushing the cover diagonally when attached to the scope, the cover was damaged, making it easy to remove the cover from the scope. By using it without realizing it, it gradually fell out of scope due to the load during use. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, the single use disposable cap was found to be missing from the end of the scope upon scope withdrawal. The physician went back in with another scope to find and retrieve the distal cap but couldn't find it at first. The physician then used a glide scope and was able to locate and retrieve the distal cap. No mucosal bleeding was found in the stomach when they went back in. Upon inspection of the distal cap after retrieval, it was found to have a tear that left a sharp edge. It is reported the physician does routinely use suction upon withdrawal of the scope from the stomach and esophagus. The customer confirmed there was no injury to the patient as a result of this occurrence. The patient's current condition is reported as stable/discharged. Complaint 1 of 2 was submitted with patient identifier (B)(4) for the evis exera iii scope. This is complaint 2 of 2 with patient identifier (B)(4) for the broken distal cap/cover.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the cover being damaged when attaching it to the scope by pushing it diagonally, therefore it being easy for it to come off the scope during use. The following information provided to customers is in the instructions for use: 7.3 attaching the distal cover," please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.